Event description:
The caller reported that tube failure occurred on (B)(6), 2010 when it was not able to hold air. A non-routine replacement of the tube was required. The lot number of the tube is unknown.

Manufacturer narrative:
The lot number for the tube is unknown. This is being submitted as a 5-day report possibly associated to z-1462-2010/z-1523-2010.